Manufacturer narrative:
(B)(4). Jaws/clip. The analysis results of the er420 instrument found that it was received with the jaws misaligned and with one clip in jaws. The instrument was cycled, fed and formed eight scissored clips and seven conforming. The instrument locked out as intended. Although it is not possible to conclude how the circumstances occurred, a possible cause is an incorrect/excessive application of torque to the jaws during instrument use creates a misalignment of the tips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, double feeding occurred at the first firing. Another device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returning.